Manufacturer narrative:
Exact date unknown, event occurred sometime over the last year of 2019.

Event description:
It was reported that the patients ipg would not hold its charge and could not get out of hibernation. It was also mentioned that patient was experiencing shocking and pain around the ipg site. The patient underwent a revision procedure where he ipg was replaced and will be returned.

Event description:
It was reported that the patients ipg would not hold its charge and could not get out of hibernation. It was also mentioned that patient was experiencing shocking and pain around the ipg site. The patient underwent a revision procedure where he ipg was replaced and will be returned.

Manufacturer narrative:
The returned sc-1160 (B)(6): was analyzed, passed all tests performed, and exhibited normal device characteristics.